Manufacturer narrative:
The investigation revealed the following: the instrument logs were analyzed by the lbs senior quality engineer, and no instrument error was detected during the processing steps related to the damaged tissue. The incident was user related and caused by the usage of the incorrect processing protocol. The large tissues and biopsy tissues were processed together with the same overnight protocol. A customer facing letter will be sent out to the customer with the recommendation. To consider the usage of the recommended processing protocol for standard biopsy and small specimens as defined in the instruction for use (IFU). The biopsy tissue should be processed with a biopsy protocol, while the large tissue should be processed using an overnight protocol. If the customer wants to like to process both tissue types together, the protocol should be validated by the customer prior to usage and processing of clinical samples.

Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2023 leica biosystems received a complaint that the customer experienced suboptimal tissue processing on their asp6025, tissue processor. On (B)(6) 2023 the customer informed leica biosystems, that as a result, 5 tissue samples have not been diagnosed.